Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insulin syringe with bd ultra-fine ii¿ needle there was an issue with broken plunger rods.

Event description:
It was reported that before use of the bd insulin syringe with bd ultra-fine ii¿ needle there was an issue with broken plunger rods.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 12.7mm, 30g syringe in an open poly bag from lot # 8008790. Customer states that the plunger rods are broken. The returned syringe was examined and exhibited a broken plunger rod. Sample was forwarded to manufacturing (holdrege) on 30nov2018 for further review. On 04dec2018, holdrege received one (1) 0.5ml, 12.7mm, 30g syringe in an opened polybag from batch # 8008790. All samples are decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was inspected, both visually and through application of cycle testing (exercising the plunger rod within the barrel), with nothing additionally noted at this time. Additionally, the interior of the syringe cap was also examined for any signs of damage or other abnormalities; none were noted at this time. The fact that the broken portion of the plunger rod was noted to be within the cap is noteworthy. A DHR review was completed by the holdrege plant with no related notifications noted during this review. Given the passing results of the cycle testing, possible root causes include, but may not be limited to: a jam on the transfer dial once the plunger rod/stopper has been assembled into the barrel could case this type of breakage, just prior to the cap being on the syringe barrel; a mis-alignment as the syringe cap is assembled onto the barrel, however, in the absence of damage to the cap, is less likely. A review of the device history record was completed for batch# 8008790. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod broken on lot # 8008790. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.